Event description:
A customer observed negatively biased trop I qc results for one control fluid on the eci analyzer. Biased results of the magnitude and direction observed may lead to inappropriate physician action. There was no report of pt harm as a result of this event. This report corresponds to ortho clinical diagnostics inc.

Manufacturer narrative:
Investigation into this event showed that the biased qc results were limited to two days. Calibrator responses were typical compared to expected values. After recalibration with fresh calibrators, daily qc performance has been acceptable. Precision testing showed increased imprecision at the level of the control affected. On-site investigation by an ocd field engineer has not identified a definitive cause of the negatively biased results or the observed imprecision. The root cause of the event has not been determined.